Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinders and tubes, but it was not possible to identify the foreign matter. It is likely that the reprocessing could not be done properly and the foreign matter could not be removed due to leakage due to wear of the scope cover packing. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device inspection, it was identified a whitish foreign material resembling powder mixed with water found inside the air/water cylinder (a/w-cylinder), and foreign matter was found inside the air/water tube (a/w-tube). Additional findings are as follows: due to wear of scope cover (s-cover) packing, water tightness was lost. The forceps channel port was deformed. The grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The switch box had a scratch. The air/water cylinder had foreign objects. The scope connector cover had a stain. Due to wear of the angle wire, bending angle in the left direction did not meet the standard value. The air/water tube had foreign objects. The objective lens had a crack. The light guide lens had a crack. Adhesive on the bending section cover had a crack. The connecting tube had a cut. The universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process with no complaint reported by the user. During routine inspection of the device by olympus, the evaluation found foreign material in the air/water cylinder and air/water channel/tube. There was no patient or procedural involvement in this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.